Event description:
Per the audiologist, the patient reportedly experienced a decrease in performance as well as facial nerve stimulation. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did not alleviate the issues. As of (B) (6) 2010, the patient has discontinued use of the device due to these issues.

Manufacturer narrative:
(B) (4): implanted device remains.